Event description:
It was reported that the insulin pump contained data from a previous patient. The insulin pump was used in a clinical trial. It was reported that a patient in the study experienced severe hypoglycemia after bolus delivery without eating enough at lunch. He was treated with IV glucose and food. The blood glucose reading was .3 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.